Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, biomechanical overload, inadequate bone quality/quantity, preceding bone augmentation, pain, bleeding, mobility.